Event description:
Two physicians performed a contra-lateral approach at the left femoral artery as this pt has an aortal bi-femoral graft. The physician placed another brand of guidewire into the superficial femoral artery. The vessel was pre-dilated and an xceed stent was delivered into the artery. The stent deployed, but elongated proximally. The physician removed the system and advanced another brand of guidewire through the bifurcation. The physician then deployed 2 xceed stents overlapping them inside the first xceed that had elongated.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.